Event description:
Customer reported that one (1) leadcare ii test result reported a "low" (< 3.3 ug/dl) blood lead level (bll) on a two (2) years old patient during a routine wellness check at point of care on (B)(6) 2025. On (B)(6) 2025 the same patient was seen at the kent county health department, as part of the wic benefit program, where blood lead testing was performed. The testing performed by (B)(6) on (B)(6) 2025 reported a bll of 16.1 ug/dl in the capillary blood sample, while confirmatory testing conducted on the same day on the venous blood sample reported a bll of 13 ug/dl. Tests results provided by the customer are enclosed with this report. Customer indicated that after seeing this discrepancy among test results a discussion to determine probable causes for the discrepancy was conducted onsite with the users of the leadcare ii testing system. Customer reviewed with users that there should be no air bubbles, make sure treatment reagent is mixed thoroughly, and capillary is filled to the black line. Customer also indicated that leadcare test kit is stored in the box at room-temperature and testing is performed right after collection, and that materials to be used are placed on a metal tray specific for the leadcare testing and cleaned after each use. Regarding sample collection, customer indicated that the patient's foot is cleaned with warm soapy water, air dried, and alcohol pad is used prior to use of lancet, and the treatment reagent tube is filled in the collection room as well. Customer reported the patient was not symptomatic or had any issues, and as it stands patient appears healthy and thriving, although patient continued showing elevated bll results. Heath department has since completed a home visit and no issues were found. Heath department has requested further investigation, and a home inspection was scheduled for (B)(6) 2025. During communications with the customer, leadcare ii technical services (ts) discussed making sure controls were valid (not expired) and that analyzer was calibrated to specific test kit. Customer reported controls were run prior to patient testing on (B)(6) 2025, but was unable to provide control values. Calibration had also been completed upon opening the kit on 5/2/25. Customer reported staff has been retrained on procedure for collecting and preparing patient samples, according to cdc guidelines and instructions in the package insert.